Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage at the electronic assembly. The pump had scratched display window, cracked display window corner, broken belt clip slot and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 7 mmol/l at the time of incident. The customer stated that she was pushed in the pool with her pump on. The buttons were sticking and there was moisture inside the reservoir widow. The insulin pump was returned for analysis.